Event description:
It was reported that the insulin pump alarmed several errors and that the settings erased from the device after every battery replacement. The blood glucose reading was 179 mg/dl. The customer stated that the issue was not resolved with a replacement battery cap. He noted that the alarms which had occurred also did not show up in the device alarm history due to the settings being deleted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed after battery change causing to reset pump due to faulty capacitor on the interface board. No alarm noted during our testing. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.